Event description:
Stent came off balloon in external iliac.

Manufacturer narrative:
The returned product contained the stent still on the balloon, but shifted distally on the balloon so as half the stent was off the balloon, one half on the balloon. The distal end of the stent was completely deformed as if it had been pinched with forceps. The stent still on the balloon was in its original crimped state. There were no signs that the stent was deployed or attempted to be deployed. The catheter and the stent were clean as if it were never introduced into the vasculature. A review of the data from quality control indicated successful passage of the lot. With no add¿l procedural details it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine the root cause.